Event description:
It was reported that when high technique is used with the 9800 system the images are turning out "grainy". There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on info provided the following components have been ordered. Fluoro function pc3 and a high voltage cable. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.